Manufacturer narrative:
Product analysis: it was confirmed that the outer tube was damaged and that the image was blurred and unclear. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an spinal procedure for lumbar hernia and pre op diagnosis of numbness in lower limbs. It was reported that the lens was cloudy and was difficult to see. There was no patient symptom reported. The spinal procedure was for lumbar hernia for the preop diagnosis of numbness in the lower limbs. No patient injury / complication reported.